Manufacturer narrative:
H6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an evaluation of the customer provided image was performed and found the proximal and distal implant off the inserter. The distal implant is broken. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that each shipment of material must be accompanied by the manufacturer's certificate of conformance. The root cause of the reported event could not be determined. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an acl, where a insertion site was prepared with a golden awl, upon insertion a healicoil knotless broke and its metal inserter remain in the joint, until it was removed forcefully. Surgery resumed after a non-significant delay with a back-up device used in the originally drilled bone hole with a 5.5 footprint, leaving no voids in the patient, who is currently in good standing health wise. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).